Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected and failed battery test. The customer¿s blood glucose level was unknown. The customer had received power error alarm and has a blank screen. The customer was assisted with troubleshoot for power error detected and the customer stated that pump has not been exposed to temperatures below 41°f. Customer previously called to report power error detected. The customer was assisted with troubleshoot for blank display. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment and spring was corroded. Customer states display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error due to j6 connector resistance issue. Device was monitored and no unexpected powering off or blank display noted.